Manufacturer narrative:
For this investigation, no specific herbal menstrual pad product nor lot code was reported by the consumer. The consumer mentioned that the event occurred approximately 1.5 years ago. The consumer reported the complaint at the end of january 2025. As no specific herbal pad was mentioned and the timing of the event was 1.5 years ago (june 2023), a documentation review was performed on one of the honey pot company's top-selling menstrual pad products for lots manufactured in 2022 and 2023. This review was performed on the honey pot company's organic top sheet herbal regular pads. Qc inspection records of (B)(4) lots manufactured in 2022 and 2023 of the organic top sheet herbal regular pads were reviewed and it was confirmed all in process checks were performed, and the results of those checks were in compliance with the product specification.

Event description:
On 03-feb-2025, a spontaneous report was received via email regarding a female consumer (age not provided) who used an unspecified the honey pot menstrual pad. On an unspecified date, the consumer used an unspecified the honey pot menstrual pad. On approximately (B)(6) 2023 (1.5 years ago: relative to date of the report) after using the product, she reported she ended up getting a cyst on her labia. She had to go to an urgent care to get the cyst lanced. No further information was provided.